Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) unit displayed no pressure signal. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to replicate the reported malfunction. The fse ran the unit with a balloon and trainer. No problems were detected. The fse determined that the batteries were draining quickly and required replacement. The unit was handed over to the customer in good, working condition. Information was received stating that the customer replaced the batteries.